Event description:
It was reported that the patient passed away. The cause of death was failure to thrive and the family decided to withdraw support. It was not provided whether this was device or therapy related. The device was not explanted and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an echocardiogram on (B)(6) 2025 noted the right ventricle being moderately reduced. The patient had chronic progressing right ventricular failure. The right ventricle had been monitored since implant. The right ventricle was mildly reduced prior to implant. The patient also had aortic insufficiency making it a challenge to increase pump speed. The patient required frequent diuretics and paracentesis to assist with volume management. They had chronic pain unrelated to the device and frequent mechanical falls. The patient passed away. The cause of death was failure to thrive and the family decided to withdraw support. The device was not explanted and would not be returned. The patient had acute clinical systolic heart failure and end stage heart failure leading up to death. This was not considered to be device or therapy related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The outcome was not considered to be device or therapy related. The device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.